Event description:
Healthcare professional additionally reported suspected device rupture, rippling, seroma and pain. Healthcare provider additional reported "the implant was completely destroyed. Unfortunately there was an error during the swab collection, so the seroma sample was not submitted to pathology." The device has been explanted.

Manufacturer narrative:
DHR trend summary: the review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event (a0412 material rupture). The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side rupture. The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed a broken assessed as surgical damage and missing shell observed assessed as inconclusive. ¿ seroma-late-breast: unable to observe as it is not related to the manufacturing process. ¿ double capsule: unable to observe as it is not related to the manufacturing process. ¿ device wrinkling: unable to observe as it is not related to the manufacturing process. ¿ breast pain: unable to observe as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.

Event description:
Patient reported left side rupture. Healthcare professional additionally reported suspected device rupture, rippling, seroma and pain. Healthcare provider additional reported "the implant was completely destroyed. Unfortunately there was an error during the swab collection, so the seroma sample was not submitted to pathology." The device has been explanted.